Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the malfunction was due to the c2safe station displaying a blank screen. A field service engineer provided assistance to the customer via phone to address the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ cii safe turned off but (-) symbols at the top off the corner was visible. The customer confirmed experiencing a delay in medication dispensing. There were no adverse events or injuries reported based on this event.